Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that the patient's insulin pump was stuck in prime phase. The tube would fill but no numbers would show. Patient's blood glucose level is 108mg/dl. Trouble shooting is conducted. Device is not returned. No further information available.